Manufacturer narrative:
IFU was reviewed and it includes shallow chamber as a known complication and adverse reaction. Although complications occurred, the valve was able to maintain pressure of its intended functioning. The device history was reviewed and product was manufactured, tested, and released in compliance with our procedures.

Event description:
A (B)(6) female had a deep anterior chamber on post operative day 1 with an iop of 14. On post operative week 1, grade 2 shallow with an iop of 5. The ac was reformed with amvisc plus. On post operative month 1, the ac was deep with iop of 20 on dorzolamide/timolol bid.